Event description:
Instrument cracked in half during cholecystectomy surgery. The probe cracked at one of the identification lines. The physician had the probe in his hand to position it when the breakage occurred. The instrument was not in the pt's body; therefore, no pt injury occurred as a result of the breakage.